Manufacturer narrative:
Device evaluation: the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, I find no assignable cause for this complaint.

Event description:
During pt treatment with cosmoderm, the needle disengaged and product spilled. No injury.